Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The reported rebar 18 catheter was not returned. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damages were noted. The stent¿s working length was in good condition, while the non-working length was kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition, and no damage was noted on the pushwire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿kink/damaged¿ complaint was confirmed, as the returned solitaire fr 6-30 stent device was kinked at the teardrop struts. The damage likely occurred when the user attempted to advance/retrieve the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it had a labeled inside diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU), ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance and damage was not determined. There was resistance at the proximal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU.

Event description:
Medtronic received a report that a solitaire fr was damaged and encountered resistance in the rebar microcatheter during the procedure. The patient was undergoing surgery for treatment of an ischemic stroke. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 1 hour. It was reported that a 8f guiding and a distal access catheter (6f 125cm) were used as proximal supports. A 105-5081-153 microcatheter was used to place the stent at the location of the thrombus. During the delivery process, the sfr-6-30 thrombectomy stent and the microcatheter could not come out. After the stent was pulled out, it was found that the proximal end was kinked and damaged, which made it impossible to push it into place again. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.